Manufacturer narrative:
The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. It is unknown if the microcatheter was re-shaped or not. The complaint product is going to be returned for evaluation. No additional information is available. The procedure was coil embolization assisted with the enterprise vrd stent for middle cerebral artery aneurysm that was mildly calcified and mildly tortuous. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15613197 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: unspecified syringe (catalog and lot unknown), gooseneck snare, two ed coils (kaneka, size unknown), enterprise vrd stent ((B)(4), lot unknown), microcatheter (details unknown).

Manufacturer narrative:
During the procedure, part of the orbit galaxy coil (B)(4) appeared to be tangled in a knot, the delivery tube was damaged and separated in two pieces, and the coil unraveled. While the orbit galaxy was attempted to be detached using an unspecified syringe (catalog and lot unknown), part of the coil was found to be tangled in a knot. The coil was attempted to be retrieved but could not be pulled back within the microcatheter (details unknown). Due to the pulling and pushing of the delivery tube at that time, the delivery tube was damaged and separated in two pieces. The delivery tube was rotated many times and the coil was ripped off the delivery tube using the gooseneck snare. Approximately 4cm of the proximal section of the coil unraveled and was left in the parent vessel and the rest of the coil was in the aneurysm. The distal part of the separated delivery tube was entirely retrieved using gooseneck snare. After that, two ed coils (kaneka, size unknown) were placed in the aneurysm with no further issues and the enterprise vrd stent ((B)(4), lot unknown) was successfully placed along the aneurysm. The unraveled part of the coil was held with the enterprise vrd stent in the parent vessel wall and was completely covered. It is unknown if the microcatheter was replaced or not. It is also unknown how many coils were successfully placed during the procedure. The patient has been followed up but no additional information is available for now. According to the physician, while placing the coil in the target aneurysm, he might have put additional force to push it. Thus, the tangled knot of the coil was made and he could not pull it back within the microcatheter. The procedure was coil embolization assisted with the enterprise vrd stent for middle cerebral artery aneurysm that was mildly calcified and mildly tortuous. The device was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. It is unknown if the microcatheter was re-shaped or not. No additional information is available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. A non-sterile 3 x 9 orbit galaxy complex fill coil system was received coiled inside of plastic bag. The hypotube was inspected and it was found broken as well as several kinks were noted on it. The introducer was received unzipped and no damages were noted on it just residues of dry blood can be observed inside of it. The support coil and gripper were found outside of the introducer and no damages were noted on them. The embolic coil was not received for evaluation. The hypotube and gripper were inspected under microscope; the edges of the broken section of the hypotube appear as it was kinked before it got broken. The gripper was found without damage just residues of dry blood can be observed inside of it. The od from the delivery tube was measured and was found within specification. Functional testing related to the reported event cannot be completed due to the condition of the returned device. Review of lot 15613197 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The report of the coil becoming knotted during repositioning resulting in withdrawal difficulty could not be confirmed as reported the coil remains implanted. However, as reported, it appears that manipulation during placement likely contributed. The delivery tube separation was confirmed and appears to be due to kinking stress factors beyond tolerance. This finding correlates with the report that the separation occurred due to pulling and pushing of the delivery tube. The instructions for use cautions to never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of resistance under fluoroscopy. Manipulation of the delivery tube against resistance can cause damage and/or premature detachment of the coil. With review of the reported procedural information, the analysis of the returned device and device history records review there does not appear to be any relationship to the manufacturing process with clinical factors and device manipulation impacting the event. Additionally inspections are in place to prevent this type of failures from leaving the facility. Therefore no corrective action will be taken at this time.

Event description:
During the procedure, part of the coil appeared to be tangled in a knot, the delivery tube was damaged and separated in two pieces, and the coil unraveled. While an orbit galaxy coil ((B)(4)) was attempted to be detached using an unspecified syringe (catalog and lot unknown), part of the coil was found to be tangled in a knot. The coil was attempted to be retrieved but could not be pulled back within the microcatheter (details unknown). Due to the pulling and pushing of the delivery tube at that time, the delivery tube was damaged and separated in two pieces. The delivery tube was rotated many times and the coil was ripped off the delivery tube using the gooseneck snare. Approximately 4cm of the proximal section of the coil unraveled and was left in the parent vessel and the rest of the coil was in the aneurysm. The distal part of the separated delivery tube was entirely retrieved using gooseneck snare. After that, two ed coils (kaneka, size unknown) were placed in the aneurysm with no further issues and the enterprise vrd stent (e(B)(4), lot unknown) was successfully placed along the aneurysm. The unraveled part of the coil was held with the enterprise vrd stent in the parent vessel wall and was completely covered. It is unknown if the microcatheter was replaced or not. It is also unknown how many coils were successfully placed during the procedure. The patient has been followed up but no additional information is available for now. According to the physician, while placing the coil in the target aneurysm, he might have put additional force to push it. Thus, the tangled knot of the coil was made and he could not pull it back within the microcatheter.